Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was previously used to deliver unknown morphine. It was reported that the patient's pump failed on (B)(6) 2025; they thought it was right before labor day weekend. The patient wound up in the hospital on that friday they believed and was in the hospital a total of three times. The patient stated there was no reason for the pump to have failed in a little over a year and this was their fifth pump. The patient noted that they had been though serious stuff since then that was real bad and they could not replace the pump. When the pump failed, it put the patient straight in withdrawal and the patient though they still experienced withdrawal. The patient had morphine in the pump but now the pump was not running. The patient was concerned about if this issue was reported to the manufacturer. The patient did not think it had been reported since no one contacted them other than the doctor and this should have been reported to the manufacturer in the patient's opinion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.